Event description:
I hung flagyl for the patient and noted, it was dripping very quickly, faster than expected for 100ml/hr. I pressed pause and the flagyl continued to drip. I clamped the tubing and asked another nurse to verify that it was set up correctly and channel was malfunctioning. She agreed and we found a new channel and it worked correctly. I called pharmacist and they feel that the 20ml or less that may have reached patient should not cause harm, but I will assess for gi issues which can be a problem with flagyl running too quickly. I noticed that the whole primary drip chamber was full, which I had not done and could have questioned things prior to the addition of the secondary. Recommendation - get the channel fixed.